Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation after the patient had a computed tomography (CT) scan showed findings concerning for nonocclusive filling defect, clot present in the outflow graft. The images were not available to the healthcare provider, so the patient was admitted so that a computed tomography angiography (cta) could be done to confirm the presence of an obstruction. The results of the cta were still pending. The log files captured no unusual events, nor any attributes which would lead to suspect an obstruction. The cardiothoracic surgeon (cts) and heart failure doctor (hf md) did not appreciate a thrombus, and the radiologist reported a clot in the outflow graft. No treatment was performed as the patient's international normalized ratio (inr) goal of 2.5-3.5 was reached. The plan of care was to monitor closely with imaging performed every three months.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. No notable events or alarms were captured, and the pump operated as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU)and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.